Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting infusion set tubing during the load fill step. Customer changed the cartridge and infusion set to resolve the issue. Customer's blood glucose was 90-108 mg/dl.